Manufacturer narrative:
(B)(4). (B)(6). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported by (B)(6) that during an unspecified surgical procedure it was observed that oil was coming out of the adaptor of the attachment device. It was reported that there was an eight minute delay in the procedure due to the event. It was not reported if a spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that the device had oil coming out of the adapter during surgery was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the unit was frozen and making an unusual clicking noise. It was observed that the transmission shaft was broken. The assignable root cause of this condition was determined to be due to component wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.